Event description:
(B)(4). Penicillin allergy. Hip displacement cam and pincer. Had orthroscopic surgery (B)(6) 2015 and have as much or more inflammation now. A 25 lb weight gain. Most recently painful intercourse with bleeding. Doctor appt in 3 days.